Event description:
On (B)(6), 2026, a patient underwent an endovascular procedure for treatment of a critically stenotic and tortuous renal bypass associated with a kidney transplant utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (gore® viabahn device). An introducer sheath and guidewire (sizes and types not specified) were used to access and advance the delivery catheter to the target treatment site. During attempted deployment, the physician pulled the deployment line; however, the endoprosthesis did not expand as expected. The physician attempted slight retraction and repositioning of the delivery catheter; however, the undeployed stent remained non-expanded and did not move in coordination with the delivery system. The stent appeared to be detached from the delivery system. Subsequently, the undeployed stent began to migrate distally within the vasculature, traveling down toward the popliteal artery. Manual external pressure was applied to the leg, which successfully halted further migration of the device. A snare device was then utilized, and the undeployed stent was successfully captured and removed from the body. As an alternative, a gore® viabahn® vbx balloon expandable endoprosthesis (gore® vbx device) was used to complete the procedure, as an additional appropriately sized gore® viabahn device was not available. The procedure was completed using the gore® vbx device without further reported issues. No additional adverse patient impact was reported.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.